Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. No additional event or patient information was provided.

Event description:
A customer reported that during a rescue attempt their arm automated chest compression device powered on but would not do anything past powering on.